Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This report is for the first patient who suffered from csf leak after drain removal. Anesthesia analgesia (2017) published fluoroscopic-guided lumbar spinal drain insertion for thoracic aortic aneurysm surgery which studies csf drainage in taaa open and endovascular repair to aid in the prevention and management of sci. This report discussed 3 patients sample who developed mild postoperative complications related to spinal drain management of sci. First, patient suffered from csf leak after drain removal that resolved spontaneously after 4 hours of keeping flat and avoiding head elevation greater than 30 degree. Second, blood-tinged pink csf was observed in another patient in the immediate postoperative period. The last patient developed a postoperative dural puncture headache on the postoperative day. The study concluded that fluoroscopic-guided spinal drain insertion by interventional neuroradiologists using fluoroscopy can be a backup for anesthesiologists when they face difficult or failed drain insertions, and they can also be used in patients with known coagulopathy. Two patients within this case series had their drains inserted on the first postoperative day, as opposed to the pre-operative period, for management of postoperative paralysis. One patient presented for an emergency thoracic endovascular aortic aneurysm repair (tevar) for ruptured taaa, and we were not able to insert a drain preoperatively. The second patient underwent fenestrated endovascular aortic repair (fevar) for treatment of abdominal aortic aneurysm. Because he was considered low risk for the development of sci, the drain was not inserted preoperatively. Both patients were referred to the intervention neuroradiologist for lumbar spinal drain insertion because of coagulopathy (platelet count: 97,000 cell/ ul; international normalized ratio: 1.4 and 1.5 for patients 1 and 2, respectively. Linked to mfg report numbers: 2648988-2017-00075 and 2648988-2017-00076.

Manufacturer narrative:
Additional information was received on 26jul2018 indicating that a (B)(6) female patient had the drain inserted a day before the surgery. The cerebrospinal fluid (csf) was drained for 3 days and the drain was removed on "pod 2". The csf leak continued for 4 hours after drain removal. No action was taken other than monitoring.

Event description:
N/a

Manufacturer narrative:
Investigation completed on 01/17/2018. The events were not attributed to the use of the device in the evaluated report (no product failure was reported); no lot number was reported for documentation review; and no units were returned to confirm the complaint. No further investigation is possible; the root cause for these events is undetermined.